Manufacturer narrative:
Reliability analysis inspected 4 opened/used sensors and performed a visual inspection and checked introducer needles for burrs or hooks and dull needles tip defects and none were found. Introducer needles passed per inspection.

Event description:
It was reported that the customer experienced high blood glucose over 400 mg/dl. It was stated that her blood glucose is normally high the day she changes her site. Not sure if it is because it is close to the other site area. Customer's father declined to troubleshoot as the customer was not present. Customer experienced issues with inserting the sensors. She had to use 4 sensors before they got it in. It was very painful. The plastic for the needle came out when it shot in. It would not go all the way in and would not stick. It was removing the tape and the customer was screaming. Nothing further reported.